Manufacturer narrative:
The service was cancelled.

Event description:
It was reported that the power cord was damaged (possible exposed bare wires). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.